Manufacturer narrative:
(B)(4). Malfunction alleged. The end user stated the leg rest are not comfortable and the metal cuts into her legs. End user has edema secondary to her congestive heart failure. Extent of injuries unknown other than she is seeking medical intervention for pain management regiment and that a callus has developed on her lower extremity.

Event description:
The end user stated the leg rest are not comfortable and the metal cuts into her legs.